Manufacturer narrative:
An event regarding revision due to pain involving a scorpio nrg x3 ps tibial insert #11 10mm was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: this patient¿s clinical problems resulted from a non-resurfaced patella which progressed to symptomatic arthritis. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: complaint history indicates that there have been no other events for the lot referenced. Conclusions: the investigation concluded that revision due to pain was caused by the patient¿s clinical problems resulted from a non-resurfaced patella which progressed to symptomatic arthritis. This was resolved by patellar resurfacing. There is no evidence that this clinical problem resulted from factors of faulty total knee arthroplasty component design, manufacturing or materials.

Event description:
Patient did receive primary tkp on (B)(6) 2011. Patient experienced pain on lateral side of knee and it was decided to re-operate to place a patella component, perform a lateral synovectomy and release of the tractus.

Event description:
Patient did receive primary tkp on (B)(6) 2011. Patient experienced pain on lateral side of knee and it was decided to re-operate to place a patella component, perform a lateral synovectomy and release of the tractus.

Manufacturer narrative:
Additional devices listed in this report: a 81-4411r scoprio nrg ps femoral #11 right lot mhmn55. A 7115-0011 series 7000 standard tibia lot mhthyn. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.